Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, during a lap chole, the surgeon was extracting bag when contents of bag spilled when removing from patient. The bag was torn. Patient was given antibiotics and area was washed with saline.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) and engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Only the bag was received. The bag was returned with a tear in the bottom along the seam. There was some stretching of the bag just above the opening in the seam. The bag was not cinched. The sample was visually inspected by engineering and stretch marks above the opening in the seam could not be confirmed. However, the assembly process was evaluated and no steps that could potentially originate the bag torn condition could be observed. A strength test was performed on the received bag and values were within specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.